Event description:
It was reported that when the external pulse generator was turned on, an error generated reading "self test failure" and it would not turn off till the battery was removed. The unit was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper case was dented and corroded, the lower case was broken and contaminated, the side bail covers and ring cover were broken, the heart block was contaminated and the lead flex cover, printed circuit board (pcb) screws, board connector cables, display, heart lead flex and main pcb were corroded.